Event description:
An endeavor sprint rapid exchange drug eluting stent was implanted in the rca. Approximately 22 months post the index procedure the patient suffered a myocardial infarction. A revascularization of the 3rd obtuse marginal and rpda was carried out 3 days post the mi. 2 non-medtronic stents were implanted. The investigator has indicated the event was probably related to the study device and the patient recovered with treatment.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).